Event description:
It was reported that the user became confused during a supply change when the device displayed the press and hold step, and it was determined that the infusion set connector had been attached to the ilet without a cartridge installed; the user then rewound and completed the supply change correctly following troubleshooting and education. No adverse clinical effects reported. Outcomes included no impact on the user¿s health or need for medical intervention. Investigation included customer interview and user troubleshooting guidance. Investigation of this case revealed user error related to supply change sequence. It was concluded that the device functioned as designed and that the event resulted from incorrect use.